Event description:
A nurse called to report that the customer was hospitalized for dka. The customer was still admitted at the time of call. The customer was treated with insulin drip. Troubleshooting was not performed.